Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a shock due to noise. The noise was reproducible with pocket manipulation. The lead was capped and replaced. The patient is stable post-procedure.